Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Investigation results: the picture of a start-x tip ems insert 3 was provided. We can see that the instrument broke at the base of the active part. No further analysis can be made based on the available picture. No unused device is available for eventual evaluation. Nothing unusual to report was found during DHR review (batch #1920350). We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer and which are exclusively given for ems generators. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a start-x tip ems insert 3 tip broke during use. No injury occurred.